Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported needle mechanism issue (late deployment) or to determine if it could have contributed to the reported hyperglycemia, or to determine the root cause. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported on (B)(6) 2014 at 7:42 am her daughter activated a new pod and her blood glucose, carbohydrate intake and insulin history. At 4:19 pm, the pod was deactivated and she stated that there was a delay in the cannula insertion process.